Event description:
Procedure type: unknown. According to the reporter: at the end of the surgery, a piece from the locking collar fell off close to the peritoneum. The piece was retrieved without harm to the patient. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 10/03/2007.